Event description:
Physician performing angioplasty of subclavian vein w/ 6 french pta catheter. Physician could not get desired results from inflating balloon at 10 atm so slowly inflated to 12 atm x 1 min then to 14 atm x 30 seconds. When md started to deflate balloon, it ruptured. Md retrieving catheter discovered 2 small pieces of balloon remained in the venous limb of av shunt. Md retrieved the 2 pieces & removed by making a small incision in the venous limb of shunt & removing. Due to the complication the a/v graft failed/clotted requiring surgical intervention 8-4-99.